Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps was analyzed. The instrument was found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. A a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The recognition and engagement tests were performed a total of three times each and passed. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Energy delivery was tested and passed in various grip orientations. A review of the log shows no errors.

Event description:
The maryland bipolar forceps instrument was returned with no reported issue. There was no reported injury.